Event description:
The customer reported that insulin was leaking from the reservoir while filling. Troubleshooting was performed. The customer stated that she is not aware of where the leak is occurring. The customer stated that she disposed the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.